Manufacturer narrative:
Ge healthcare field engineer found the unit functioning properly during customer visit. No repair was made. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a procedure, the ventilator stopped working after the intubation. When tried to manually ventilate with the breathing bag of the respirator, there was no flow out of the device. Emergency oxygen did not work either. There was no reported patient injury.